Event description:
It was reported that the entire infusion system was replaced on the day of this report. The health care provider (hcp) could not aspirate or push through the catheter and it was found the catheter had two splices in it. The hcp suspected the patient was not getting therapy. The pump was used to deliver lioresal.

Manufacturer narrative:
Updated correct pump.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).